Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found a chip on the critical alarm indicator window of the display cover. Visual inspection of internal components found secondary motor out of primary alignment, confirming that the alarm was due to secondary motor engagement. Light brown dust was found on the blades of the exhaust fan and inside cover. Cracks found on the bottom left and top left anchor bosses in the driver housing front and on the display cover. Scuff marks on the pcb and piston cylinder assembly as well as scuff marks on the pcb and the primary motor indicate contact between parts. There is also a melt mark on the ribbon cable from the speaker to lcd screen and a protruding pin. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. A valsalva maneuver test was performed to replicate the reported choking/coughing episode experienced by the customer prior to alarm. Pressure was applied to the mock tank until levels inside were visibly disturbed. As intended, a resolvable fault alarm annunciated and resolved when levels went back to normal. An additional 48-hour observation run was performed at normotensive settings without alarm or abnormalities. The secondary motor system was tested and life-sustaining functionality was confirmed, however, an out of specification beat rate was observed. Secondary motor controller was tested and confirmed the out of specification beat rate that was elevated to out of tolerance range from installation setting. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was not replicated during testing; root cause of the reported alarm after a choking/coughing episode was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found within the driver was evidence of secondary motor engagement and the remainder was cosmetic only. Unintended secondary motor engagement is a known issue that is currently being addressed but is not a device malfunction. No evidence of a device malfunction related to the reported complaint was found. The secondary motor controller will be dispositioned and a nonconformance will initiate the investigation of that failure, however, this is unrelated to the reported complaint. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient choked on water. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient choked on water. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.